Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller had recurring low power advisories when it was connected to fully charged batteries. The batteries were exchanged and new clips were connected, but the low power advisory alarms persisted. The system controller was then exchanged and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the log files. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 per time stamp). Throughout the entire log file, atypical low voltage alarms were active while connected to battery power. These alarms are atypical in nature due to the alarms clearing and reactivating without a disconnection and reconnection of the power source. The driveline was disconnected for a system controller exchange on (B)(6) 2022 at 08:02:45. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The reported alarms were unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller passed all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.